Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken arm clamp to be related to the customer reported complaint. The instrument was found to have a broken clamp arm. Additional observation not reported by site was also identified: the harmonic ace instrument was found to have teflon pad damage. Visual inspections showed that the teflon pad appeared to be completely detached. The teflon pad was not returned with the instrument,

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the harmonic ace instrument tip was defective and the instrument would not supply energy for hemostasis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The customer was able to obtain another harmonic ace instrument to complete the procedure.